Manufacturer narrative:
Method: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. Result code: the investigation determined that the root cause was due to a false failure of the software check due to interference during charging. A report of correction for this issue has been filed with FDA. Since the initial filing of the complaint, the AED's software has been upgraded to address recall z-2064-2011 and has been placed back into service.

Event description:
On (B)(6) 2011, it was reported that an AED powered off during a rescue. The device's internal history record was received and reviewed on (B)(6) 2011. During this review, it was determined that the AED had been deployed for a rescue attempt on (B)(6) 2011 and that 8 shocks were delivered, 1 shock aborted, 2 shocks delivered and then 2 shocks aborted. The device then reported a service code and powered off. The patient outcome is unknown.